Event description:
A patient underwent a stent placement procedure using the lifestent stent in afs stenosis left via antegrad approach with 6f terumo sheath. During insertion of the second stent, foreign body fragments were visible on the x-ray, in ttf and poplitea. The broken parts were retrieved using a gooseneck. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using the lifestent stent in afs stenosis left via antegrad approach with 6f terumo sheath. During insertion of the second stent, there was a strong resistance when placing the stent at the intended site. Further, the 6x120 was shorter than 120mm. Foreign body fragments were visible on the x-ray, in ttf and poplitea. The broken parts were retrieved using a gooseneck.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent that reportedly has been deployed inside patient. The cardan tube is broken at the distal end and separated which confirms break and detachment. Images demonstrating the shortened stent were not provided, and a clear indication for difficult deployment could not be found on the returned sample so that stent shortening and difficult deployment cannot be confirmed. An indication for a manufacturing related cause could not be found. In this case system compatible 6f introducer, a 0.014inch and a 0.035inch guidewires were used for access, the lesion was pre dilated; the user went subintimal and the vessel was dissected. The 0.014" guidewire was running smoothly inside the system, while the second guidewire was difficult to advance through the system. Based on the investigation of the provided information, the investigation is closed as confirmed for break, and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the IFU states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The IFU further state: 'visually confirm the delivery system integrity after removal.' Holding and handling of the system throughout deployment was found sufficiently described. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.